Event description:
It was reported that the up arrow button became unresponsive. The blood glucose reading was 7.5 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up button due to corroded keypad traces. The insulin pump has minor scratches on the lcd window, cracked case at display window corners and reservoir tube corner and broken belt clip slot.